Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 850mg/dl, and she was treated with an insulin drip. The caller stated that the customer was disoriented, and she did not contact her doctor for her high glucose. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the daily totals and the customer used 49.65 units to bring down her glucose, but on other days she is only getting the basal total of 21.65 units. While checking the prime history found that the customer was not changing the infusion set and reservoir every two to three days. Explained that the customer is filling the reservoir to an amount higher, and she is using the infusion set until she runs out of insulin as well she is not bolusing as she should. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.